Event description:
Report received indicated the stent was prematurely deployed prior to use. When the package was opened, the user found the stent was almost exposed even with the locking pin in place. The product was not use in the pt and procedure was completed with another smart stent. There was no adverse consequence to the pt.

Manufacturer narrative:
This product will not be evaluation and testing. Add'l info will be sent within 30 days upon receipt.